Event description:
It was reported to philips that the system kept restarting, which could impact booting.the system was not in clinical use at the time of the event. No harm was reported.philips has started an investigation of this complaint.